Event description:
The medical staff reported that two pts developed chemical colitis over a period of a few weeks. The same endoscope was used during both colonoscopy procedures. The pts were hospitalized.